Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: per france affiliate: the clips (quantity unknown) did not close properly, so haemostasis was inefficient. Consequence: patient bleeding. A new haemostasis was successfully performed with a new hemoclip applier. Patient current condition is fine.